Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing esophagojejunal anastomosis during a total gastrectomy, the surgeon put purse string suture, inserted anvil in esophagus and put instrument in jejunum. When everything was connected, the surgeon fired stapler "plastic to plastic". When they took out the instrument, they have noticed that stapler had cut anastomosis completely but have not put staples in 1/3 of anastomosis. The surgeon successfully finished anastomosis by suturing it manually.